Manufacturer narrative:
Standard disclaimer on file.

Event description:
The reporter stated that her grandmother experienced symptoms of hyperglycemia. The suspect device gave a blood glucose result of 187 mg/dl and another device gave a result of 1000 mg/dl glucose. The pt was transported by ambulance to the hospital, given intravenous medication, and admitted to ICU. The reporter stated that her grandmother is recovering in a private room from a diabetic coma. As indicated in product labeling, the suspect device uses capillary blood which may not accurately reflect venous blood glucose levels when the pt is hyperosmolar due to prolonged hyperglycemia.